Event description:
After 14 days in situ, the patient was due for a trach change, the nurse was unable to remove the device. The physician was called to remove the device. The cuff could not be deflated; the physician forcefully extracted the trach with the cuff fully inflated which caused some trauma to the patient. No further incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.